Event description:
It was reported a screw backed out of a rib plate and was discovered by x-ray two (2) weeks following implantation. It was originally planned that the surgeon would monitor the patient and no revision would be performed. During a subsequent follow up appointment, the patient reported feeling a pop during a coughing spell. Upon examination it was discovered that two (2) additional ribs had fractured and a plate was loose. The surgeon decided to perform a revision to remove all the rib plating hardware. The surgeon does not believe it was a hardware failure and has referred the patient to a bone specialist for testing. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 ¿ medical products ribfix blu system 12 hole pre-bent plate, part# 76-2602, lot# ni ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 10mm, part# 76-2410, lot# ni. Ribfix blu system screw, self-drilling, cancellous x-drive locking 2.4 x 12mm, part# 76-2412, lot# ni. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00328, 0001032347-2020-00420, 0001032347-2020-00421, 0001032347-2020-00422.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The product identity could not be confirmed. The screw was not returned for investigation as it remains implanted. An x-ray image was provided which shows a screw that is completely backed out from the plate and is now free-floating. The DHR for this product could not be reviewed due to the part and lot numbers remaining unknown. There are no indications of manufacturing defects. A complaint history could not be reviewed due to the part and lot numbers remaining unknown. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Two possible item numbers were identified via the linked complaint, item# is either 76-2410 or 76-2412. Visual examination of the returned products identified four of the 12mm screws were returned loose and four were returned still locked inside the plate. Seven of the 10mm screws were returned loose and two were returned still locked inside the plate. The screws that were still locked inside the plates appear to have backed out slightly. All of the returned screws have some degree of damage to the cross-drive interface on the head of the screw and some damage to the locking threads. All hardware was removed in a revision surgery and returned for investigation, however, the identity of the screw that backed out remains unknown. A x-ray was provided and was reviewed by a health care professional. Review of the available records identified the following: the unk screw backed out of the plate and was free inside of the patient. A revision surgery was performed to remove the screw. Two possible item numbers were identified via the linked complaint, item# 76-2410 or 76-2412. Lot identification is necessary for review of device history records, lot identification was not provided. New information received does not change the root cause of the previous investigation and remains not established. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a screw backed out of a rib plate and was discovered by x-ray two (2) weeks following implantation. The surgeon will monitor the patient and no revision is planned at this time. No additional patient consequences have been reported.